Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. There are two straight cuts on the drain. It can not be determined if this occurred during the manufacturing process or by the end user during use. Therefor no conclusion on the root cause can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an aortic valve, tricuspid valve and mitral valve replacement on (B)(6) 2012 and a drain was placed in the thoracic cavity. Two days later, a hole was found in the drain while milking it with an alcohol-soaked piece of cotton. The surgeon clamped and cut the drain, and then re-connected the reservoir to the drain and used it again. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1100643.